Event description:
It was reported that malfunction alarm malf 1 occurred on insulin pump, and no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level. Customer contacted technical support, performed pump reset with assistance, and arranged to use backup insulin pump while waiting for replacement; pump was confirmed in warranty, replacement pump was shipped with signature required, customer was instructed on storage mode, return process and timeline for problematic pump, and advised to reprogram pump settings and reconnect cgm once replacement pump was received.